Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Deflation: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed, in the surface of the shell. Mold black like appearance observed, in the device. Fluids are clearly observed, inside of the device. Calcification white observed, in the surface of the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth, due to the concerns of the product. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth due to the concerns of the product.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the concerns of the product. Device remains implanted.